Manufacturer narrative:
(B)(4). Final analysis confirmed the reported field event of extended charge time in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Event description:
It was reported that a charge timeout alert on a device was observed while still in the box.